Event description:
Rv lead fracture was suspected. At the time of routine device check, the lead polarity was switched to unipolar due to a high impedance warning. Upon detailed confirmation, 51 high impedance recordtngs were made. The polarity was returned to bipolar, impedance measurement and stress test, etc. Were performed, but there was no reproducibflity of over sensing or abnormal impedance. Just in case, the patient's condition was under observation with unipolar polarity. Although the patient's own pulse was about 35, it took some time before it appeared, so the doctor was requested to conskfer adding a lead due to suspicion of lead fracture. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).